Manufacturer narrative:
(B) (4): results: (death), (disseminated intravascular coagulation). Conclusions: (disseminated intravascular coagulation).

Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 9 months ago. It was reported, the patient was implanted with 2 talent thoracic stent grafts successfully. The physician elected to implant a 3rd thoracic stent graft which covered the junction of the 2 other devices. It was reported that the patient expired one to two weeks post stent graft implant, due to dic (disseminated intravascular coagulation). The physician stated that there is no relationship between the dic and the stent graft. No further information has been provided for this case. (MFR report #s 2953200-2010-00805, 2953200-2010-00806).